Event description:
The device was placed in 2004. Pt referred to home health. Eight days later the home health agency informed the hosp that the catheter broke at the strain relief on the pt side. Another PICC was placed the following day.